Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler instrument involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). Fa confirmed that the stapler failed the engagement tests based on log review and during in-house testing. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Additionally, the instrument was found to have a broken grip cable at the distal end. The broken cable segment that contains the crimp was missing from the distal end. This failure caused the failed engagement tests failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an endowrist stapler would not engage. The procedure was completed with no reported injury.